Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's friend reported via phone call that they experienced high blood glucose level up to 300-500 mg/dl. The customer reported that the sets and reservoir did not work and they are faulty. The product was not returned for analysis.